Event description:
Damage to a tandem charging cable was reported by the caller, and the charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. Corrective action included the replacement of the damaged charging supplies, which were sent via 2-day shipping by cts.